Event description:
Alk negative alcl - anaplastic large cell lymphoma. Possibly related to breast implants. Hx of hl - treated with mantle field radiation therapy and breast cancer treated with surgery, chemo and tamoxifen.